Event description:
Information was received from a patient implanted with two neurostimulators one for non-malignant pain and the other for spinal pain and failed back surgery syndrome. It was reported that the patient's stimulators did not work, were not doing what she wanted, and also went dead. It was noted that one of the patient's stimulators was for her leg and one of them was for her back. The patient had a return of symptoms. The patient had tenderness at both stimulator sites since implant. The patient's first stimulator stopped working and it had been getting to a year since that happened as of (B)(6) 2016. The patient met with manufacturer representatives and they regulated it and tried to get the stimulation back, but before the patient left the health care professional's office she wouldn't feel it. The dates provided were (B)(6) 2016. The patient's second stimulator suddenly stopped working in (B)(6) 2015. If she tried to increase stimulation she could feel it uncomfortably in her legs but not in her back. The patient's leg was not that bad but she needed pain relief for her back. The patient had not checked the stimulators with her patient programmer as she did not know how to use it. Manufacturer representatives had come to her appointments and made adjustments and the patient's son had been recharging her rechargeable stimulator. The patient's rechargeable stimulator had not been charged in a while. The patient did not recharge her stimulator and her son would recharge it every three weeks when she first had it. The patient reported that the stimulator had last been recharged in (B)(6) 2016 and later said her son recharged it the day before the (B)(6). It was noted that the patient had open heart surgery in (B)(6) 2016. Prior to getting the stimulators the patient had been getting deep injections but after a while that did not work. The patient then went on pain medication. She also used a patch for pain. The patient wanted to know what makes stimulators not work, information about longevity, and if the stimulators could be left in the body if they were not working. The patient was to follow-up with a health care professional and had an appointment with a surgeon scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.